Manufacturer narrative:
Correction: date of event. Facility: (B)(6).

Event description:
It was reported to boston scientific corporation that a two-port through the peg jejunal tube was being used to administer medication to patients with parkinson disease. This device was placed on (B)(6) 2015. According to the complainant, on (B)(6) 2015 the patient experienced the spread of internal hemorrhages (location unknown.) The patient died on (B)(6) 2015. It is unknown if an autopsy was performed. No concomitant medications were reported. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Since it is unknown if the patient death was caused by an incident related to a malfunction of the device, this event has been deemed MDR reportable. Should additional relevant details become available, it will be included in a supplemental MDR. Correction: event date in date of event and patient death date is (B)(6) 2016.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a two-port through the peg jejunal tube was being used to administer medication to patients with parkinson disease. This device was placed on (B)(6) 2015. According to the complainant, on (B)(6) 2015 the patient experienced the spread of internal hemorrhages (location unknown.) The patient died on (B)(6) 2015. It is unknown if an autopsy was performed. No concomitant medications were reported. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Since it is unknown if the patient death was caused by an incident related to a malfunction of the device, this event has been deemed MDR reportable. Should additional relevant details become available, it will be included in a supplemental MDR.